Manufacturer narrative:
Date of event: exact date unknown, event occurred years ago from the date the manufacturer became aware of the event. Explant date: years ago.

Event description:
It was reported that the patient underwent an explant procedure due to unknown reason. No further information could be obtained.